Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 1 colony forming unit (cfu) of filamentous fungi and 1 cfu of an unspecified contamination (air/water channel). The device was tested again on june 25th, 2025 and tested positive for 1 cfu on filamentous fungi (air/water channel). The device was retested on july 9th and tested positive for 4 cfus of an unspecified contamination. The device was retested on july 9th and tested positive for 2 cfus an unspecified contamination (operating channel), 3 cfus of filamentous fungi (air/water channel) and 4 cfus of of an unspecified contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: 11cfu. Bacterial identification: champignons filamenteux. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: peribacillus sp. Sampling date: (B)(6) 2025. Sampling from: total channels. Cfu: 12 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1 cfu. Bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2025. Sampling from: air/water jet. Cfu: 9 cfu. Bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2025. Sampling from water jet/ distal end. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: total channel. Cfu: 10 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: biopsy channel, suction channel, air/ water channel/ water jet. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: 3 cfu. Bacterial identification: autres / kocuria sp. Sampling date: (B)(6) 2025. Sampling from: total channel cfu: 3 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.